Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device picture flickered. The event was found during preparation for use for an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and for corrections needed. Updated fields: d4 (unique device identifier (UDI) #), d8, d9 (date returned to mfg), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 and h11 corrected fields: e2/e3 did not have the workaround in h11 "e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional" and inadvertently on g4 - PMA/510(k) #: inadvertently "na" was not indicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the r-unit is broken and stripes in image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device picture flickered. The event was found during preparation for use for an unspecified procedure there were no reports of patient harm.